Event description:
The customer alleged that the fm30 fetal monitor is not reliably monitoring and recording the fetal heart rate (fhr).

Manufacturer narrative:
(B)(4): the customer made an allegation that the avalon fm30 fetal monitor is not reliably monitoring and recording the fetal heart rate. The customer also reported that the avalon fm30 fetal monitor recorded a fetal heart rate despite the fact that the fetus was dead. The ccv feature was not being used. Maternal spo2 was not being measured. This complaint is being reported only because there was a fetal death and the monitor was in use. The available information does not indicate whether the fetal death occurred after the initiation of monitoring. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.